Event description:
It was reported that the patient was implanted in 2012. Shortly after implant, the patient fell while at (B)(6) and fell right on the ins. Everything seemed to be fine and the patient did not have stim checked and did not tell the doctor. Gradually over the past couple of weeks, the patient noted she was gradually having a return of symptoms. For a month or two post surgical, the patient was having issues with anxiety and was going through alot of stuff which was the prime focus. The patient was currently on program 2 and went from 0.8 to 8.4 and was not able to feel stim . Patient services reviewed changing program to program 3 and was set at 1.8 and was feeling stim strong and comfortable both sitting and standing. The patient planned to leave ithere and will continue to track her symptoms. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v970032, implanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).